Event description:
The customer reported receiving higher readings on their precision xtra meter compared to a competitor's meter. In addition, the customer reported experiencing symptoms of hypoglycemia such as shakiness, confusion and dizziness. The customer went to the medical center clinic and was diagnosed with severe hypoglycemia and was treated with four glucose tablets. However, the meter readings during the event are unknown. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been returned, and an investigation is in process. A follow-up report will be filed once investigation results are available.